Event description:
This 55-yr-old female ahd bilateral mastectomies for fibrocystic disease in 1983 with implantation of silicone gel implants. The MFR of these implants is unknown to this reporting facility as they were implanted at another facility. The pt presents with complaints of breast contracture and feelings that removal of the gel implants would help the immune problems. Gross exam: both implants were markedly disrupted.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was not destroyed/disposed of.